Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently the pump time changed. The contact did not provide further information at the time of the report. Tandem technical support reviewed the pump data and found that the pump time had been changed multiple times on (B)(6) 2018 and (B)(6) 2018. Although multiple attempts were made to contact the customer regarding the pump data, the customer did not reply to the requests.